Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: guide wire tip separation requiring surgical intervention to prevent permanent impairment or injury. Device issue: guide wire tip separation. It was reported that the tip of the bmw guide wire separated in the pt during the procedure, and was surgically removed. No additional event or pt info is available.